Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a polypectomy procedure. According to the complainant, during the procedure, when the physician attempted to remove the polyp the snare failed to deliver current sufficiently and was unable to cut. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the wire was kinked in the middle of the device. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 9.2 ohms, within manufacturing specifications.   The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event.   A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a polypectomy procedure. According to the complainant, during the procedure, when the physician attempted to remove the polyp the snare failed to deliver current sufficiently and was unable to cut. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.